Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic right retroperitoneal exploration with mesh repair of lower abdominal wall due to chronic recurring pain in the right inguinal area with history of intermittent protrusion consistent with a right inguinal hernia. The patient experienced recurrence and pain. Medical history: mesh implanted (B)(6) 2007.